Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a worse hearing impression with the implant after a 1.5t MRI examination. When putting on the headphones in the MRI room, the user heard a popping sound.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient experienced a worsening of hearing impression after a 1.5 tesla magnet resonance imaging. However, despite requested no further information has been received. A root cause for the reported issue cannot be determined due to lack of information.

Event description:
The user reported a worsening of hearing impression with the implant after a 1.5t MRI examination of the cervical spine. When putting on the headphones in the MRI room, the user heard a popping sound. The audio processor was left outside the MRI room. An implant check will be planned.